Event description:
Customer reportedly rec'd the following results on the advantage sys within 10 minutes: approximately 200 mg/dl and 80 mg/dl; 95 mg/dl, 214 mg/dl, and 109 mg/dl. The reported values were obtained on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.